Manufacturer narrative:
Date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the implantation has resulted the patient of serious bodily injuries, including, but not limited to, vaginal pain and bleeding, voiding dysfunction, urinary tract infections, dyspareunia and other injuries. The patient has also experienced significant mental and physical pain and suffering, and has sustained permanent injury. Boston scientific has been unable to obtain additional information regarding the event to date.